Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision through a multifocal iol and incompatibility of vision between the two eyes. No further information is expected.

Manufacturer narrative:
The customer indicated, the use of a qualified cartridge and handpiece. Additional information was provided, that the multifocal, company lens (add power +2.2/+3.2) was replaced with an unspecified, monofocal lens model. With a clinical reason for the exchange of "incompatibility of vision between the two eyes". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made for more details of the event. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).